Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs; however, the cause could not be determined. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
During an evaluation of a returned homechoice (hc) machine, there was one increased intra-peritoneal volume (iipv) event identified which occurred during the therapy initiated on (B)(6) 2013 at 22:57:15 during the night drain cycle three. The home patient's (hp) ultrafiltration reading of 917ml indicated that the hp drained 917ml more than their maximum programmed fill volume of 1000ml. No additional information is available.